Manufacturer narrative:
Final analysis found that the cause of the high current drain was internal leakage of an electrolytic capacitor. After replacement of the leaky capacitor, the device exhibited normal characteristics.

Event description:
It was reported that one month post implant during a follow- up, battery voltage was 2.45 v, battery current was 165 m a, and magnet rate was 88.3 ppm with an estimated remaining longevity of 0.25 years and less than 1 k ohms impedance. The device was reinterrogated, and the status was similar. The device was replaced due to premature battery depletion.